Event description:
The customer reported erroneous sodium (na) ion selected electrolytes (ise) results, for multiple patients, involving au5400 clinical chemistry analyzer. Sodium (na) results were between +4 meq/l to +19 after re-analysis. Original sodium values were less than 133 meq/l. Potassium (k) and chloride (cl) results were higher after retest but were amended for only a few patients. Quality control (qc) for both ise cells were low and out of range. Qc was performed hourly to track performance of ise. The erroneous sodium (na) results were released out of the laboratory. Amended reports were issued to the physicians. One patient was treated by restriction of fluids intake. There has been no report of patient injury associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) replaced the sample probe, all syringes, and peristaltic pump tubing. The fse performed ion selected electrolytes (ise) diagnostics. The sequences were repeated several times in an attempt to duplicate the issue. All tests successfully passed. Controls were within the established limits. The fse cleaned the ise drain system and replaced two sections of drain tubing. The fse cleaned the sample probe wash station drain hose and the waste tank. The fse rebuilt the waste pump and vacuumed dust from power supplies. The fse verified sample probe alignments. Controls were within established limits. On (B)(4) 2012, the fse was onsite for cell 1 failed to calibrate: the fse replaced both mixer rollers and cleaned both flowcell blocks. The fse performed ise sequences in diagnostics. All test results passed successfully. The fse performed controls several times which passed successfully. On (B)(4) 2012, the fse was onsite for ise qc dropped low: the fse worked with hardware specialist and replaced the sample probe assembly. The fse performed alignments, removed flowcells, and sanded paint around grounding points. The fse replaced flowcell blocks and cell 2 reference tubing. The fse verified reference flow and performed ise diagnostics. All tests passed successfully. The fse performed at 300 repetition precision test using pooled patient serum; precision passed successfully. Quality control (qc) remained stable. Ise qc remained stable during nightly test. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Eval code: roller, block.